Event description:
Pt is insulin dependent. Purchased 2 boxes of 100 each (bags per box) of empty syringes w/needles in sterile packages. 2 bags were found in one box with the caps off. Pt was poked by a 3rd needle while opening a bag. The rptr is very concerned about the sterility of this package. The rptr called the president of ulti-med, mfg of the product who said that they have received several complaints about this same product and that they are working on changing the product so this wouldn't occur. No adverse health effects showing in the pt at this time.